Manufacturer narrative:
The investigation into the reported event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction causing the endoscope to suction to the patient's mucous membrane. The valve was removed to stop the suction. No report of injury.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormalities were noted. Based on the investigation performed by medivators, a specific root cause could not be determined. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.